Manufacturer narrative:
The complainant indicated that the guide wire has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported via a user facility medwatch that during an angioplasty procedure, a guide wire fracture occurred. The vessel and lesion characteristics are unk. A "small fragment" of the choice pt floppy guide wire broke and a fragment remained in the coronary sinus vasculature of the pt. Additional information has been requested.